Event description:
The facility representative contacted baxter to report a colleague infusion pump in which a downstream occlusion sensor works intermittently and moderate setting alarms over 13.6 pounds per square inch (psi). This condition has the potential to cause an interruption of delivery. The event occurred during repair and inspection. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which a "downstream occlusion sensor works intermittently" was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, re-tested, and found to be performing as designed before release. The user interface module master software version is 6.13.90. The facility representative contacted baxter to report a colleague infusion pump in which a "downstream occlusion sensor works intermittently." This condition had the potential to interrupt delivery. There is no patient involvement. The event occurred during repair and inspection. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.